Event description:
Information was received from a manufacturer's representative (rep) regarding a patient receiving an unknown dose of an unknown concentration of an unknown drug via an implantable infusion pump for non-malignant pain and failed back surgery syndrome. It was reported by a family member of the patient that the patient's pump was removed due to infection in (B)(6) 2016.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.